Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicated that the pacemaker was infected and has eroded through the skin. There were no additional adverse patient effects reported. The pacemaker was explanted.